Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported jumping into the pool with his insulin pump. The customer stated he lost all his basal rates after exposing his insulin pump to moisture. The customer declined to troubleshoot. The customer also reported being hospitalized two weeks prior for diabetes ketoacidosis. No additional information provided.